Event description:
It was reported that in (B)(6) 2022, an amplatzer piccolo occluder was implanted in a patient weighing 510 grams. The patient was discharged. On a later date, the patient returned to the hospital and was admitted to the neonatal intensive care unit (nicu). The left pulmonary artery (lpa) gradient was reported as 42mmhg, which was reportedly worse than when the patient was initially discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of increased gradient after the device was implanted was reported. Information from the field indicated that it was later determined that this increased pressure gradient was actually of the left pulmonary artery, and not of the patent ductus arteriosus, where the device was placed. The increase in the pressure gradient was unrelated to the procedure or implanted device. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Health effect - clinical code- removed 4580 insufficient information code. Health effect - impact code - removed 4607 hospitalization or prolonged hospitalization code. Medical device problem code - removed 4001 patient device interaction problem code.

Event description:
Subsequent to the previously filed report, additional information was received that the amplatzer piccolo occluder was successfully implanted intraductal in (B)(6) 2022 to close the patient's patent ductus arteriosus (pda). There were no reported intra-operative complications. The patient stayed in the newborn intensive care unit (nicu) for about 4-5 days, and then the patient was transferred to a referring hospital. Echocardiography imaging that was performed initially appeared to show an increased pressure gradient 42mmhg of the pda. However, due to imaging and patient anatomy, it was later determined that this pressure gradient was actually of the left pulmonary artery (lpa), and not of the pda. The increase in the pressure gradient of the lpa was not related to the procedure or implanted device, and this was an incidental finding. There was no reported malfunction with the device and no adverse patient effects due to the device or the procedure. The patient remains stable at the nicu at the referring hospital. There was no prolonged hospitalization due this event. The user was aware of the minimum weight for the amplatzer piccolo occluder is recommended to be at least 700 grams when this patient was 510 grams. No additional information was provided.